Event description:
During review of the manufacturer's programming database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2011 and changed the parameters to unintended settings. The settings were corrected on the same visit except for the magnet output current. The intended magnet output current was 0.75ma but the 1.0ma was not corrected following the programming anomaly. Additional information received indicated the intended magnet output current in (B)(6) 2012 was in fact 0.75ma which must have been corrected on a later date.

Manufacturer narrative:
Analysis of programming history.